Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audio being generated from the piic ix for alarms. No adverse event involving patient or user was reported.